Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer regarding a patient implanted for urinary dysfunction. It was reported the patient felt the therapy was not helping her symptoms for years, indicating since 2013. Oral medication was helping the patient, however. The patient wanted the system removed so they could have an MRI, but the lead broke during the elective explant on (B)(6) 2016. A neurosurgery procedure would be required to remove the fragment and was expected to be scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.